Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.

Event description:
It was also reported that there was low battery voltage but no elective replacement indicator was triggered. The device was scheduled to be replaced. No patient complications were reported as a result of this event.